Event description:
In 2006 a patient underwent repair of a descending thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Follow up studies demonstrated a type ii endoleak originating from the left subclavian artery and feeding into the aneurysmal sac. Four days later the left subclavian artery was coiled and embolized. The patient tolerated this procedure well. During a routine follow up visit in september 2006 the patient complained of left arm heaviness. Monitoring of the patient will continue without further reintervention at this time.